Manufacturer narrative:
Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of difficult to irrigate. Boston scientific has made three attempts to retrieve the device however no response was received; the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave device confirmed that the event of difficult to irrigate is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during a farapulse procedure to treat atrioventricular nodal reentrant tachycardia (avnrt), which was a redo of a procedure to treat atrial tachycardia (at), which are both considered to be off label use, a farawave catheter became difficult to irrigate during insertion. The catheter was replaced with an alternate device, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis. Boston scientific has made three attempts to retrieve the device however no response was received.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a farapulse procedure to treat atrioventricular nodal reentrant tachycardia (avnrt), which was a redo of a procedure to treat atrial tachycardia (at), which are both considered to be off label use, a farawave catheter became difficult to irrigate during insertion. The catheter was replaced with an alternate device, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.